Event description:
Blood was dripping from the chamber of the blood tubing shortly after the blood started infusing. No contamination was noted. Patient vital signs stable (vss). Blood tubing was changed and rbc's infused without any difficulty.